Event description:
Event description guidant received information that at 29.0 months post implant, this implantable cardioverter defibrillator (ICD) which was implanted in the abdomen, exhibited a loss of telemetry and no magnet response.